Event description:
A 6 mm diameter x 3.0 cm length bridge aurora stent delivery system was implanted into a pt for the endovascular treatment of a lesion in the popliteal artery in 2004. The vessel was reported to be non-tortuous. It was reported that the stent failed to completely deploy and the physician was unable to remove the delivery system catheter. The physician reported that the tip of the catheter might have become stuck on a piece of calcium that was proximal to the partially deployed stent. It was reported that the physician pulled on the delivery system and removed it from the pt; however, the tip of the delivery system appeared to detach and remain in vivo. Two stents from another MFR were successfully implanted to appose the tip to the vessel wall. No sequelae were reported and the pt is reported to be fine. Medtronic has received the device and its analysis has been completed. The device was returned without the stent. The tip of the delivery system and the two radio opaque markers are attached to the delivery system. The outer member is stretched and is covering the tip of the delivery system. Heavy scratch marks, which are consistent with calcium in the arteries, cover the entire length of the stent sheath. Based on the investigation performed the complaint of tip detachment cannot be confirmed.